Manufacturer narrative:
The field service representative (fsr) inspected the instrument and resolved the issue by adjusting the pump, nrd-30 mag., cuvette and wash cups, n. S. As the cuvette washer flow was low. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify any trends. A review of tracking and trending for the pump, nrd-30 mag., cuvette and wash cups, n. S. Did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the pump, nrd-30 mag., cuvette and wash cups, n. S. Were identified.

Event description:
The customer observed a falsely depressed alinity c glucose result for one sample. The following data was provided: sid (B)(6) initial result = 13 mg/dl, repeat = 123 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed alinity c glucose result for one sample. The following data was provided: sid (B)(6). Initial result = 13 mg/dl, repeat = 123 mg/dl no impact to patient management was reported.